Event description:
Reporter indicated that vns pt experienced an increase in seizure activity above pre-vns baseline frequency. Device interrogation at office visit revealed that the pt's device was programmed to 0ma output current instead of to prescribed setting. Normal mode output current setting was programmed to a low dose (0.50ma) and was increased to 0.75ma approximately two weeks later. The pt was reportedly doing fine one week after increase to 0.75ma. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. User error during previous programming session is suspected to be the cause of the inadvertent change in device settings; however, investigation to date has been unable to confirm.

Event description:
Review of available device programming history revealed that the patient's device is not interrogated as the last step of programming sessions. Treating neurologist has been notified about causes of possible inadvertent changes in device settings during programming sessions and the need to interrogate the device as a final step to confirm proper device settings.